Event description:
The consumer reported that the pump had been alarming for three weeks ((B)(6) 2015). The pump multi-tone alarm was sounding every 10 minutes. The patient was having issues with workers compensation and getting the bills paid, so they let the pump go dry. The patient was having the pump explanted on (B)(6) 2015. The patient was in pain, and that the alarm was going to drive her over the edge. The drug that was used via the device system was dilaudid 5mg/ml at 0.3002 mg/day and morphine 20mg/ml. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).